Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 22 g x 0.75 in. (0.9 mm x 19 mm) bd saf-t-intima¿ closed IV catheter system was not shielded upon removal. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided two photos for investigation. A photo inspection revealed an exposed needle, that the device was not correctly activated, and that the needle was through the catheter. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6271692. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.